Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy, a shocking sensation while driving, and swelling and pain at the implant site. The patient stated that in the beginning, the first month, it was ok. At the time of the call, they were going full force to the bathroom in public, like in stores or in their vehicle. When they were driving it would shock them and it was causing all sorts of problems and they wanted it taken out. Patient stated the device stopped helping their symptoms about a year and a half ago, in 2016 sometime. Patient stated that when they were driving they got a lot of pain and their toes curled and shocking. They stated that this happened shortly after implant, in 2015. Patient stated they felt self-conscious and depressed and they had been really stressed and it was causing a lot of side effects like blood pressure because of it. Patient stated they had swelling at their implant site and it hurt and was tender, they reported this started happening for over a year, clarifying it started in 2015. Patient reported the device was just not for them. Patient was sent healthcare provider listings. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the defective device was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
Interventions required outcome: serious injury . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the individual who filled out the paperwork with the returned product: they had no information regarding the device. Additional information was received from the healthcare professional (hcp). Health care professional stated that the device (ins) was dead and that was the reason that it was explanted. No further complication was noted or anticipated.